Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 520 mg/dl; cause unknown. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.